Event description:
I wore contact lenses for over 15 yrs and decided I would try to get lasik done as it was marketed as a safe, low risk alternative to relying on contacts. I did some research and figured the technology was advanced and I would go to a place that offered custom wavefront lasik. I passed all the screening and was told I was an ideal candidate, being in my 20s, low prescriptions and in great overall health. The lasik doctors said I could have very little, less than 2% chance of any issues. I tried to cover all of my angles and ask for reassurance that I was a quality candidate and was not at risk for any major issues. I did the lasik and had problems that were pretty bothersome months 1 - 6. I kept on the drops regimen and gave my eyes time to recover. I am 2 years out from the procedure and I still have the dry itchy eye problem. I go to many specialists and they all say the same thing - severe dry eye. I spent more than I have spent in 2 years on drops that I spent on contacts in the previous 15 years. No solution. From my post-lasik experience, I was not an "ideal" candidate for lasik. I learned that I have severe meibomian gland dysfunction from having worn contacts for almost all my life. This mgd issue was likely asymptomatic while wearing contacts. Lasik severed my corneal nerves responsible for tear production and in combination with the mgd, has led to severe dry eye. This was never ever mentioned in the screening for lasik. The medical professionals likely acted in an unethical manner in not properly counseling, screening, or educating me about this. I am a consumer. If the doctor, the expert in a position of trust, does not do the proper diligence - and omits a glaring risk factor- this is just plain wrong. Shame on these people. I am an idiot for having gone through this procedure and I am very unhappy that I have to live with these complications for this necessary procedure. The options for treatment are very costly and cumbersome. Restasis is $500 out of pocket for a 3 month supply. I went to a specialist who charged $6000, more than the $5000+ spent on the original lasik procedure and steroid drops for the operation. I have done meibomian gland probing, and will do lipiflow in the future as I hate living with this. This severely impacts my daily life and I sometimes wonder why this is legal, as in my book this must have been grossly negligent in the reality vs expectations. "Where do I go from here." There is no recourse and the lasik doctor doesn't care. I think this is a joke of a system. There is nothing good about this situation, other than the lasik industry and companies like alcon can profit from the suffering caused by their self-created problem. This has damaged my sense of sight and left me with a handicap. This experience feels like I am dealing with a used car salesman, however, instead of losing money, I have lost my health. Thanks FDA, for backing these clowns to run wild with their professional idiocy. I have lost most faith in the medical community who are more in the business of medicine than helping the pt. I have had a good life and this is the worst mistake I have ever made and I have continued to pay for it both mentally, emotionally, physically, and financially since the operation. Please send warm regards and a certificate of excellence to the professional idiots at the lasik center who put all the blame on the pt for simply inquiring about a way they are sold to believe they will improve their life.